Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (interpreted as genital bleeding). It was subsequently discovered that the essure device migrated and/or perforated. Three years and 8 months later, she underwent a hysterectomy and essure removal. Genital bleeding and uterine perforation are anticipated events in the reference safety information for essure. Considering that essure may cause abnormal bleedings and that there is a risk of uterine perforation, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to surgical device removal. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device migrated and/or perforated'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)'), menorrhagia ('prolonged menses') and thrombosis ('blood or heart disorder: blood clot from removal,') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for nausea: naproxen. Concurrent conditions included menstrual disorder and ovarian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since april 2013, loratadine (lortab) since january 2013, sulfamethoxazole;trimethoprim (bactrin) since august 2014 and warfarin since december 2014. On (B)(6) 2009, the patient had essure inserted. In january 2011, the patient experienced tooth fracture ("dental problems/dental problems: teeth are chipped, damaged, cavities, missing"), dental caries ("dental problems: teeth are chipped, damaged, cavities, missing") and tooth loss ("dental problems: teeth are chipped, damaged, cavities, missing"). In february 2012, the patient experienced depression ("psychological /psychiatric: depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/cramping"), 3 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia,dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In april 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal),") with vaginal discharge, urinary tract infection ("infection (bladder/urinary tract/vaginal)") and weight fluctuation ("weight gain /loss"). In november 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (b)(6( 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2014, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia, apareunia (inability to have sexual intercourse)"), feeling abnormal ("loss of uterus made me feel like I lost my womanhood"), mood altered ("moody") and psychological trauma ("psychological or psychiatric condition"). The patient was treated with naproxen, surgery (ablation and total hysterectomy (uterus and cervix removed)) and ablation. Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, abdominal pain, procedural pain, mood altered and psychological trauma outcome was unknown and the genital haemorrhage, thrombosis, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, nausea, depression, feeling abnormal, weight fluctuation, weight decreased, dental caries and tooth loss had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, nausea, procedural pain, psychological trauma, thrombosis, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 167 lbs. Approximate weight at the time of essure placement 160 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Event: weight loss was added. Event tooth disorder was replaced with the events: dental problems: teeth are chipped, damaged, cavities, missing. Concomitant drugs were added. Surgery ablation was added to the event menorrhagia. Event outcome was updated for the events: abnormal bleeding (general), dental problems: teeth are chipped, damaged, cavities, missing, weight loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. After the implant, she began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, and prolonged menses. It was subsequently discovered that the essure device migrated and/or perforated. On or about (B)(6) of 2013, she underwent a hysterectomy and removal of the essure device. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (interpreted as genital bleeding). It was subsequently discovered that the essure device migrated and/or perforated. Three years and 8 months later, she underwent a hysterectomy and essure removal. Genital bleeding and uterine perforation are anticipated events in the reference safety information for essure. Considering that essure may cause abnormal bleedings and that there is a risk of uterine perforation, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to surgical device removal. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated and/or perforated"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and thrombosis ("blood or heart disorder: blood clot from removal,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for nausea: naproxen. Concurrent conditions included menstrual disorder and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), tooth disorder ("dental problems"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal),") with vaginal discharge, urinary tract infection ("infection (bladder/urinary tract/vaginal)"), nausea ("nausea") and weight fluctuation ("weight gain /loss"). In november 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,"), hormone level abnormal ("hormonal changes") and depression ("psychological /psychiatric: depression"). In december 2014, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/cramping"), menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), feeling abnormal ("loss of uterus made me feel like I lost my womanhood") and mood altered ("moody"). The patient was treated with naproxen and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on 24-dec-2014. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, menorrhagia, procedural pain and mood altered outcome was unknown and the thrombosis, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, nausea, depression, feeling abnormal and weight fluctuation had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, nausea, procedural pain, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 12-may-2010: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received, new reporter, relevant information and lab data, essure indication and start stop date, new events apareunia, bladder or urinary problems or changes, blood or heart disorder: blood clot from removal, dental problems, fatigue, fatigue ¿ moody, hair loss, hormonal changes, infection (bladder/urinary tract/vaginal), nausea, pain, psychological /psychiatric: depression, loss of uterus made me feel like I lost my womanhood, vaginal discharge and weight gain /loss were added.the events abnormal bleeding (general), apareunia, clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.